Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a biliary stent placement procedure in the bile duct on (B)(6) 2013. According to the complainant, the stent was being placed to treat a 2cm stricture approximately 2cm proximal to the portal hepatic region due to bile duct cancer. Reportedly, the patient anatomy was not tortuous and had not been dilated prior to the stent placement. During the procedure, the physician successfully deployed the stent; however, the proximal side of the stent protruded about 2cm from the papilla near the duodenum side. The physician was concerned that the protruding stent could lead to a perforation and removed the stent with a snare. The procedure was completed with another wallflex biliary rx partial covered stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be ¿good¿.

Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. (B)(4). A visual and functional examination of the complaint device could not be performed since the device was disposed and not returned for analysis. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.